Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). As the date of the aortic neck dilation/aneurysm enlargement is unknown, the reoperation date (B)(6) 2020, will be used as the date of event. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques.

Event description:
On (B)(6) 2018, a patient underwent an emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On an unknown date, follow up exams at another medical institution confirmed the aneurysm enlargement (unknown amount). In (B)(6) 2020, the angiography imaging revealed the distal type I endoleak attributed to the enlarged and tortuous left common iliac artery. On (B)(6) 2020, an open surgery was performed. The distal side of the contralateral leg component that was implanted at the left common iliac artery was cut about 50mm, and the graft was stitched. So, the part of the device was removed from the patient and other part is still inside the patient. The patient tolerated the procedure. It was reported that the diameter of the left common iliac artery was about 19mm at the time of the initial procedure, therefore, the left common iliac artery might have been aneurysmal.